Manufacturer narrative:
Correction: UDI correction, oper of dev additional information. Fdc added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular repair of an unknown size thoracic aortic aneurysm on an unknown date. A non-mdt (bolton relay 40-200) stent graft was implanted proximally during the procedure and the valiant captivia stent graft was implanted distally. The diameter of the proximal thoracic aorta was 36mm. It was reported that CT on an unknown date showed a distal sine (stent graft new entry) on the distal region of the valiant stent graft. No additional clinical sequelae were reported and the patient is being monitored.